Event description:
A remstar pro c flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed blower foam degradation. Additionally, the service technician also noted a dust fail contamination and has a presence of error code e53 err_comp_log_sem_timeout, e80 err_unable_to_init_flow_sensor, and e93 rtc_value. The device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.